Event description:
Nurse inflated catheter with good urine return. Catheter was defective and inflated mid-catheter in urethra. Balloon would not deflate and pt had to be sent to hosp for urologist to remove catheter.